Manufacturer narrative:
(B)(4). The reported complaint of "poor ECG signal" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "poor ECG signal requiring iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported that "poor ECG signal requiring iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).